Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported the ventilator alarmed. There was no patient involvement.

Manufacturer narrative:
G4: 28sep2020. B4: 29sep2020. The manufacturer¿s international service technician confirmed that the unit would not start up. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17sep2020. B4: 18sep2020. The manufacturer¿s international service technician confirmed the reported issue. A mainboard error was detected. The manufacturer¿s international service technician stated the customer has decided to repair the unit themselves. No additional information was provided on the repair of this device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.